Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a number gram negative and positive patient, qc, and proficiency isolates were misidentified. The user noted several types of confirmatory testing methods. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for incorrect results from a phoenix m50 instrument. The customer observed multiple instances of misidentification occurring when using bd phoenix panels (p/ns 448607 - pmic/ID 107 and 449289 ¿ nmic/ID 307) across multiple lot numbers on this instrument, with the first instance reported to bd in august 2025. The related cases identified against phoenix panels which were tested on this instrument were documented under case ids 02827173, 02827575, 02827578, 02827580, 02827587, 02827588, and 02827589. These investigations were unconfirmed, and the panels found to be conforming. During the panel investigations, results data was provided by the customer, showing that the misidentifications had occurred from april-july of 2025. In july 2025, the instrument was upgraded to pud 7.51. In september 2025, a bd field service engineer (fse) was dispatched to the customer site to perform a general health check of the instrument and evaluate the optics system, in association with the previous complaints against phoenix panels. As part of the standard evaluation and preventative maintenance dictated in the service manual, the fse performed a light source adjustment test, a filter panel test, and a normalizer cv test. All results passed, and the instrument was found to be without errors. All equipment used during the health check and verification tests were within calibration limits. No parts were replaced. The fse confirmed that the instrument is operating within bd specifications and was turned over to the lab for normal use. Pud 7.51 (alongside phoenix m50 system software 2.90) was released on 31jan2025 and is targeted to improve the organism identification of proteus mirabilis; gram-negative identification algorithms have been updated to better differentiate between the proteus, providencia, and morganella species. This update also improves the organism identification of staphylococcus aureus; gram-positive identification algorithms have been updated to better differentiate between staphylococcus aureus and staphylococcus epidermidis. The mis-identifications reported on the above phoenix panel cases involved incorrect identification of: staphylococcus aureus, alcaligenes faecalis, providencia stuartii, haemophilus parainfluenza, serratia marcescens, proteus mirabilis, enterobacter cloacae, and e. Coli, as well as several no-ids. It is noted that the bd phoenix m50 does not have claims for identification of haemophilus parainfluenza. No misidentification complaints have been reported for four months following the 7.51a update. The overall root cause of the identification issues was unable to be determined. Bd r&d routinely evaluates the phoenix ID systems for potential enhancements that can be made to the system¿s algorithms for various species. The pud update that was completed in july was related to enhancements of identification for proteus mirabilis and staphylococcus aureus, and it is noted that other organisms were involved in this misidentification situation. While bd acknowledges the results the customer obtained, bd was unable to replicate this issue when the organisms were tested internally during the panel investigations; therefore, these complaints were determined to be unconfirmed. No parts were replaced as a part of this complaint. No samples were returned; therefore, no investigation testing involving physical returned material could occur. Binary files were received from the customer¿s instrument and reviewed by bd r&d; no unusual findings were observed within the files and the instrument was performing within specifications. DHR review was conducted and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history review was completed and revealed no prior cases with this failure mode reported against the instrument. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a number gram negative and positive patient, qc, and proficiency isolates were misidentified. The user noted several types of confirmatory testing methods. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.